Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is not charging the battery. The charging circuit appears not to be charging. There was no report of patient involvement.

Event description:
The customer reported the device is not charging the battery. The charging circuit appears not to be charging. There was no report of patient involvement.